Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. Impact code f1001 captures the reportable event of absence of treatment. Impact code f05 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyps in the colon during a flex sigi procedure performed on (B)(6) 2025. During the procedure, the clip would not fire. The procedure was not completed due to the event. It was noted that the patient had to be admitted, overnight, but the wire detached itself before a second procedure was needed. There were no patient complications reported as a result of this event. The patient was transferred to a larger hospital to be admitted for a procedure that was not needed in the end.